Manufacturer narrative:
Additional information: UDI and manufacture date provided in appropriate fields.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the touch screen on the navigation system was not operating as designed. It was noted that the monitor lost display functionality. A second monitor was reported to operate as designed. There was no patient present when this issue was identified. No additional information was provided.